Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up, and post-paced t-wave oversensing was observed on the ventricular channel noted via stored egm. Programming changes were recommended.